Manufacturer narrative:
Additional information: d10, h3 plant investigation: although it was stated that the complaint device was available to be returned for evaluation, to date no sample has been received by the manufacturing facility. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During disinfection of the sample, a leak was traced to the backside of the cassette (on the cassette film). During visual inspection of the device under a microscope, a hole was identified in the cassette film. Due to the hole identified on the cassette film, and the leak that occurred during disinfection of the device, the investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported to technical support (ts) that a fluid leak occurred during the patient¿s peritoneal dialysis (pd) treatment. An air detected in cassette alarm occurred during unknown phase of the treatment, prior to discovering the fluid leak. Fluid was reportedly found leaking out of the cassette door when the cassette was removed. The ts representative advised to discontinue use of the cycler and to contact their peritoneal dialysis registered nurse (pdrn) to inform them of the reported event. A replacement cycler was issued to the patient. The cause for the leak was unknown. Upon follow up with the pdrn, it was confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that the patient completed their treatment by performing a manual exchange. The pdrn stated the patient was trained on performing stat drains, as well as manual pd therapy if needed. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The old cycler was returned to the manufacturer for a physical evaluation. The cassette was also reportedly available to be sent back for evaluation.